Event description:
It was reported that two unknown whitely clouded crystals (1 cubic millimeter) were observed in cannula. The materials were lost. Update 2/25/09 crystals were observed inside of cannula not within the wall of the cannula; also, they were "unable to capture" these crystals and the crystals are missing.

Manufacturer narrative:
Device not returned. Ez glide aortic cannula.

Manufacturer narrative:
In 2009, pre-deco: no particulates were observed from the unit prior to decontamination. In 2009, post-deco: lab microscopic examination did not reveal any unknown particulate. Per customer report the particulates had been lost.